Event description:
The patient fell outside on his back (directly on the device) a few days ago and since that time his implantable neurostimulator (ins) wouldn't turn on. The patient was unable to make adjustments using the patient programmer, with or without the antenna attached. It was noted that the patient had not been able to charge his ins for a few weeks because the recharger would not communicate with the ins. The patient was seen and they were able to get the ins to respond. The plan was to charge the ins and then do electrode impedances. Additional information has been requested, a follow-up report will sent if additional information becomes available.

Manufacturer narrative:
(B) (4)